Event description:
A caller reported experiencing an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the caller indicated they would perform the reset at a convenient time and follow up if the issue continues.